Event description:
It was reported that the side rail would not latch/lock due to a broken/damaged side/end rail column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.